Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿metal metaphyseal sleeves in revision total knee replacement¿ written by s. Agarwal, et al, published in the bone and joint journal, vol. 95-b, no. 12, december 2013, was reviewed. The purpose of the article was to present the early results of revision tkr using these devices (metaphyseal sleeves) in association with standard tibial and femoral tkr components. Products used for initial surgery: total condylar iii (tc3) and press fit condylar (pfc), depuy indications for revision: infection, aseptic loosening, instability, pain and stiffness. All possible components that could be loose will be coded as the article does not specify where loosening occurred. Patellar resurfacing and cement manufacturer were not discussed in the article. Products used for revision: revision systems for the total condylar iii (tc3) and press fit condylar (pfc), depuy results: there were two revisions; both showed a progressive radiolucency, six months after the revision procedure. Both patients were symptomatic with dull, continuous pain. The sleeves were confirmed to be loose and were revised to a larger sleeve along with stems (originally did not have stems on either the femoral or tibial side).

Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.